Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d: references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3889-28, (lot: j0542959v); product type: 0200-lead; implant date: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction sacral nerve stim. It was reported that they were in the ER at the hospital and needed an MRI of their head but the MRI department was refusing to do it because the patient didn't have their programmer with them. The patient stated they thought their programmer had either been lost or broken but they didn't know where it was and they hadn't even used it or turned it on in years and that they'd moved since they last had it. Patient services reviewed with the patient that given the age of their ins, it wouldn't make sense to start a process for a replacement programmer and the patient stated that they thought before, one of the leads was not working like it was supposed to but the battery was ok so they shut it off so they probably still had ins battery power now and that they had shut if off years ago. Patient requested an email be sent to the field to request manufacturing representatives (rep) assistance. Patient ser vices also redirected the patient to have their health care provider (hcp) or MRI technician at the facility call the national answering services team to page a rep or to call technical services to discuss the issue and provided the patient with both numbers. At that point, someone entered into the patient's room and the patient stated they had to go and abruptly ended the call so it is unknown what actions were taken and patient services was unable to collect further information about the event. The patient stated their health care provider (hcp) had "quit years ago." Patient services emailed the field at the patient's request.